Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended meeting product specification and clogged with blood/tissue. The reported event of inadequate capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12029. It was reported that patient presented to clinic for follow up. The atrial and right ventricular lead exhibited high capture threshold. A chest x-ray was performed and it was found that both leads have dislodged. The leads were explanted and replaced. The patient was recovering.